Event description:
(B)(4)

Event description:
It was reported the EKG (electrocardiogram) connection is noisy, making it impossible to interface the programmer EKG to other equipment. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment regarding the electrocardiogram (ECG) connection being noisy. The ECG is extremely loose. It was also noted that the system fan was noisy.